Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73j1800483 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips were advancing in a closed position. The distal end of the clip on the hook side was not connected to the applier. The patient is fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The sample was reviewed with a r & d engineer. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the centering tab bent at the distal end of the channel. The corners of the centering tab were not formed correctly. The jaws are misaligned as the bottom jaw appears bent. The bottom jaw is also protruding too far forward from the channel. The jaw spring appears to be disengaged from the bottom jaw. The indicator clip was in the first position of the channel indicating that no clips were remaining in the device. The sample appears used as there is biological material present on the device. First, the trigger cycle was completed. Functional inspection could not be performed due to the condition of the returned sample. However, the sample was disassembled in order to inspect the internal components. It was found that the bottom jaw was bent and was disengaged from the pivots on the channel. The jaw spring was also found bent. The pivot holes in the channel were slightly deformed and a burr was found near the pivot holes in the channel. One of the other channel tabs was bent. No other defects or anomalies were observed. The device was returned with 0 clips remaining indicating that 15 clips were fired by the end user. The damage to the centering tab could prevent the clips from loading properly. The damages to the channel could have led to the bottom jaw becoming disengaged. The observed damages to the jaw and the jaw spring could be caused by the user continuing to fire the device while the jaw was disengaged. It could not be determined exactly how or what caused the centering tab to bend. A nonconformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips coming out close" was confirmed based upon the sample received. The sample was returned with its trigger partially engaged and the centering tab bent at the distal end of the channel. The corners of the centering tab were not formed correctly. The jaws were misaligned as the bottom jaw appeared bent. The bottom jaw was also protruding too far forward from the channel. The jaw spring appeared to be disengaged from the bottom jaw. The indicator clip was in the first position of the channel indicating that no clips were remaining in the device. It was found that the bottom jaw was bent and was disengaged from the pivots on the channel. The jaw spring was also found bent. The pivot holes in the channel were slightly deformed and a burr was found near the pivot holes in the channel. One of the other channel tabs was bent. The damage to the centering tab could prevent the clips from loading properly. The damages to the channel could have led to the bottom jaw becoming disengaged. The observed damages to the jaw and the jaw spring could be caused by the user continuing to fire the device while the jaw was disengaged. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. It could not be determined exactly how or what caused the centering tab to bend. The corners of the centering tab were not formed correctly. A nonconformance has been opened to further investigate this issue.

Event description:
It was reported that the clips were advancing in a closed position. The distal end of the clip on the hook side was not connected to the applier. The patient is fine.